Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated suddenly during a functional endoscopic sinus surgery (fess) with nasal polypectomy procedure. Within minutes, the device was hot to touch, then the handpiece stopped working. The case was completed but there was an hour delay as they had to get the other device from another hospital by cab. There was no patient involvement.

Manufacturer narrative:
Analysis found that the reported complaint of excessive heat could not be verified because the handpiece was not recognized by the console. The device had motor failure and the cable failed earth resistance test. The housing of the device was disassembled and found that the seals, bearings and motor were corroded due to dried saline. All seals, bearings, motor/cable were replaced. The device was repaired, cleaned and tested to manufacturing specifications. (B)(4). If information is provided in the future, a supplemental report will be issued.